Manufacturer narrative:
Di not available as product was manufactured on or before sep 23, 2014.

Event description:
It was reported that the patient presented to the hospital for a cardiac re-synchronization therapy defibrillator (crtd) upgrade on (B)(6) 2022. Upon examinations, it was noted that there was noise on the right atrial (ra) lead which led to inappropriate automatic mode switch (ams) episodes. Post the unsuccessful crtd upgrade, the physician programmed the ra lead to prevent lead noise. The patient was in stable condition.